Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported device out of specification, which was reproduced during evaluation. A review of the event history log identified the reported device out of specification as air in line messages. The cause was determined to be ultrasonic sensor being out of specification. The ultrasonic sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. Evaluation experienced an upstream occlusion alarm during testing. The cause was identified to be an ultrasonic sensor out of specification which was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was found to be out of specification. The problem occurred during testing in biomed service department. There was no known patient injury or medical intervention associated with this event. No additional information is available.